Event description:
The account alleged, the bed's head end lower pivot arm has a broken weld. The account alleged the head left and right upright tubes are the ones that failed. The account alleged their staff member had to hold the bed up and one staff member injured their leg during the incident. The account does not know the extent of the injury.

Manufacturer narrative:
The technician investigated and found that the welds were broken on the head end lower lift arm. The technician replaced the lower lift arm to resolve the issue. The nurse alleged that the frame of bed collapsed injuring her knee. Treatment was provided, but the facility would not release any further details.